Event description:
Returned was a kinked stylet. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. One 3cg stylet was returned for investigation. The PICC was not returned for investigation. The core wire was kinked at the proximal end of the septum on the t-lock extension set. The yellow tab was positioned 27cm from the proximal end of the septum on the t-lock extension set, which indicates that the stylet had been repositioned within the t-lock extension set. The polyimide tubing was kinked 5.8cm from the distal tip of the stylet. A microscopic examination revealed that the polyimide tubing and core wire were intact. The kink in the polyimide tubing was positioned at the proximal end of the proximal magnet. Due to the condition of the stylet, it is possible that the stylet was damaged during insertion or from handling prior to insertion; however, the exact cause of the damage and could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redp1081 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. One 3cg stylet was returned for investigation. The PICC was not returned for investigation. The core wire was kinked at the proximal end of the septum on the t-lock extension set. The yellow tab was positioned 27cm from the proximal end of the septum on the t-lock extension set, which indicates that the stylet had been repositioned within the t-lock extension set. The polyimide tubing was kinked 5.8cm from the distal tip of the stylet. A microscopic examination revealed that the polyimide tubing and core wire were intact. The kink in the polyimide tubing was positioned at the proximal end of the proximal magnet. Due to the condition of the stylet, it is possible that the stylet was damaged during insertion or from handling prior to insertion; however, the exact cause of the damage and could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redp1081 showed no other similar product complaint(s) from this lot number.

Event description:
Returned was a kinked stylet. No other information was provided.